Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was discarded by the facility. Additional information was received that the ipg was replaced as patient wanted a MRI capability device.